Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
Patient had pectus bar (#01-3712-05) and lactosorb pectus stabilizer (01-3805) implanted on (B)(6) 2008. On (B)(6) 2008, during follow up visit, has fluid under skin on left side, needle asp done and removed 2cc of sero sanguinous fluid and pressure dressing applied. On (B)(6) 2008, the incision on left side has again small seroma and 3cc of fluid asp and large pressure dressing applied for three days with follow up then. On (B)(6) 2008, doing well, no further drainage. On (B)(6) 2008, follow up, doing well. On (B)(6) 2008, follow up, was doing well until last week when noted swelling and pain on left side. Over left incision is again seroma over scar with slight redness around incision. Area aspirated under sterile technique and removed 3cc of serous fluid with some granulation tissue, started on bactrim. On (B)(6) 2008, patient stated missed a couple of doses of abx, purulent drainage yesterday and area filled up again. On (B)(6) 2008, doing well, no drainage for one week. On (B)(6) 2008, patient noted redness this morning, but no pain or drainage. On (B)(6) 2008 healed and no redness for one month. On (B)(6) 2008, had done well and was off bactrim for 3 weeks, and 3 days ago developed swelling over back of incision and drained some purulent fluid and now clear fluid. On (B)(6) 2008, needle asp removed 3cc serious fluid.